Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: on-going.

Event description:
(B)(6). The customer found pressure adjustment failure at the end of last year. As patient condition was stable, the customer planed to check the product condition with sales representative at the time of next hospital visit of the patient, (B)(6) 2018. However, the patient condition turned for the worse at the beginning of this year, 2018. Attempts were made to re-adjust the pressure, but not successful. Therefore, the revision surgery was done (B)(6) 2018. The adjustment failure was found at the primary surgery. The removed product was tested for re-adjustment after the revision surgery, but not successful.

Manufacturer narrative:
The valve was received from the customer in the returnkit and was inserted into a liquid. A visual inspection was performed on the valve but no abnormalities were observed on the progav2.0 valve. A permeability test was performed and the test showed that the progav2.0 was permeable. An adjustment test was also performed on a checkmate and measurement tool. All adjustments were possible. There was not failure detected on the device. No further actions are required.